Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 5 of 5 on the homechoice machine (hc). Neither the patient nor a solution bag became disconnected. There was no leaks in the supplies. The technical service representative (tsr) assisted the nurse to cycle power in order clear the alarm. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed, and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.